Manufacturer narrative:
The investigation determined that a non-reproducible falsely elevated trop I es results occurred on a single patient sample processed on a vitros eciq immunodiagnostic system. A definitive root cause could not be determined; however, user error in using improper pre-analytical sample handling (centrifugation) may have contributed to the event. The sample in question was not processed in accordance with the tube manufacturer's recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. An ocd field engineer did perform service actions to the incubator subsystem of the eciq analyzer, however, the service actions performed were unlikely to have been linked to the result in question. There was no allegation of patient harm as a result of this event.

Event description:
The customer obtained a non-reproducible, higher than expected, vitros trop I es result from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected patient result was reported outside of the laboratory, however, a corrected report was sent to the physician, and there was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).